Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number gd893883. No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted. Same patient as (B)(4).

Event description:
This is report 1 of 2. This is a report of peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). The patient was hospitalized for the event. Pd therapy was discontinued and the patient had the catheter removed. The patient was switched to hemodialysis and would have the catheter replaced once they recovered from this event. Treatment was not reported. The cause of peritonitis was unknown. The patient was discharged from the hospital. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4).